Manufacturer narrative:
(B)(4). Additional information: what is meant by the following statement: ""after the procedure, x-ray exam was performed, but the piece of the blade didn¿t come out?"". The piece of blade was not found by x-ray photos. Does this mean no blade tip was seen on x-ray? Yes. No blade tip was seen on x-ray.

Manufacturer narrative:
(B)(4). Batch # r94r4m. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 10/19/2018, expiration date 09/30/2023. Attempts are being made to obtain the following information: what is meant by the following statement: "after the procedure, x-ray exam was performed, but the piece of the blade didn¿t come out?" Does this mean no blade tip was seen on x-ray? Or does this mean the blade tip was retained inside the patient? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open pneumonectomy procedure, ¿relax pressure on blade¿ was displayed during use. Because of adhesions, torque was applied to the blade. When the alarm occurred, the doctor thought the device should be changed. After that, the blade tip was broken off. The piece of blade had fallen into the patient. The piece of the blade was searched in thoracic cavity but the piece of blade was not found. The doctor made a judgment decision that the piece of the blade was not left in the patient and the incision was closed. After the procedure, x-ray exam performed, but the piece of the blade didn¿t come out. Another device was used to complete the case. There were no adverse consequences to the patient and the patient was stable.